Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had gone as low as 34 mg/dl. He stated that he was unfamiliar with the insulin pump and may have accidentally altered the settings. The customer was treated by his wife. The customer declined to troubleshoot. The insulin pump was not replaced or returned for analysis.